Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient was hospitalized for heart failure and cardiac arrest on (B)(6) 2025, and a computed tomography (CT) scan confirmed that the closure device had dislodged and had migrated to the abdominal aorta. The closure device was percutaneously retrieved using biopsy forceps. The laa was surgically excised during mitral valve replacement. It was further reported that mitral valve replacement (mvr) was performed for mitral regurgitation (mr) during the week of august 18. At that time, the left atrial appendage was also surgically removed. A report was received from the hospital that the patient did not recover well after the surgery and passed away in the morning on (B)(6) 2025. The causal relationship between mr and dislodgement of the closure device is unknown.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient was hospitalized for heart failure and cardiac arrest on (B)(6) 2025, and a computed tomography (CT) scan confirmed that the closure device had dislodged and had migrated to the abdominal aorta. The closure device was percutaneously retrieved using biopsy forceps. The laa was surgically excised during mitral valve replacement. It was further reported that mitral valve replacement (mvr) was performed for mitral regurgitation (mr) during the week of august 18. At that time, the left atrial appendage was also surgically removed. A report was received from the hospital that the patient did not recover well after the surgery and passed away in the morning on (B)(6) 2025. The causal relationship between mr and dislodgement of the closure device is unknown. It was further reported that the patient final cause of death was pneumonia.

Manufacturer narrative:
Device evaluated by MFR.: a 27mm watchman flx pro delivery system (wds) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the fabric was bloody. Microscopic examination revealed the device found frame damage which is consistent with damage that can occur with retrieval of the device. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Media review confirmed the reported event. Inspection of the device found frame damage which is consistent with damage that can occur with retrieval of the device.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient was hospitalized for heart failure and cardiac arrest on (B)(6) 2025, and a computed tomography (CT) scan confirmed that the closure device had dislodged and had migrated to the abdominal aorta. The closure device was percutaneously retrieved using biopsy forceps. The laa was surgically excised during mitral valve replacement. It was further reported that mitral valve replacement (mvr) was performed for mitral regurgitation (mr) during the week of (B)(6). At that time, the left atrial appendage was also surgically removed. A report was received from the hospital that the patient did not recover well after the surgery and passed away in the morning on (B)(6) 2025. The causal relationship between mr and dislodgement of the closure device is unknown. It was further reported that the patient final cause of death was pneumonia.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient was hospitalized for heart failure and cardiac arrest on (B)(6) 2025, and a computed tomography (CT) scan confirmed that the closure device had dislodged and had migrated to the abdominal aorta. The closure device was percutaneously retrieved using biopsy forceps. The laa was surgically excised during mitral valve replacement.